Manufacturer narrative:
E1: establishment name: (B)(6). The cleaning, disinfection, and sterilization (cds) was performed by the customer. The scope was reprocessed before being sent to olympus for repair. The customer did not know what the foreign material was. There was no delay in starting precleaning. It is unknown whether the air/water nozzle was flushed with air and water or with a detergent solution during reprocessing. The nozzle was wiped/brushed. The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the customer's allegation was confirmed due to failure of a torn image guide coil side oredome. Also, evaluation found the following: objective lens adhesion peeling, light guide lens adhesion peeling, light lens adhesion cloudiness, angle play, insufficient angle, connector flooded, nozzle drain failure, swatch 1 scratches, swatch 2 scratches, bending section cover bond chips, bending section cover bond cracks, bending section cover adhesion cloudiness, image guide snake pipe scratch, grip clearance, zoom lever air leak, plastic distal end cover scratches, light guide coil scratches, light guide wrinkles, and connector damaged.  A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. Although the defects found during evaluation were confirmed, the foreign material in the nozzle could not be specified, there was no physical damage where the foreign material was found, and there were no reported reprocessing deviations from the IFU. A definitive root cause of the foreign material in the nozzle could not be identified. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus that the evis lucera elite colonovideoscope insertion section folding stopper was damaged. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: foreign material clogging the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.